Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Implant and explant dates were not provided by reporter and are unknown. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a male patient came to the hospital due to discomfort (pain, swelling) where a breakage of a metaphyseal locking compression plate was detected. The original implant date is unknown. The patient did not realize when the incident happened. On an unknown date, the patient was revised. It was reported that there was prolongation of hospital stay. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).